Manufacturer narrative:
Date sent to FDA: 7/1/2019.

Manufacturer narrative:
Date sent to FDA: 08/20/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an umbilical and right inguinal hernia repair procedure performed on (B)(6) 2015 and mesh was implanted. It was reported that the patient had the bard mesh removed on (B)(6) 2017. It was reported that the patient experiences stomach pain and recurring hernias since the multiple procedures and hernia mesh implants surgeries and removals, and has difficulty digesting nutrients she consumes without pain and bloating. No additional information was provided.